Event description:
It was reported that the patient went to have their spinal cord stimulation (scs) trial leads explanted at the end of the trial. The patient experienced a lot of discomfort over the last three days at the insertion point in his back. The patient also appeared to be febrile with a temperature of 37.5 degrees celsius. The physician found some pus around one lead at the insertion site of a trial scs lead during the procedure. The physician decided to send the patient to the emergency department where the patient was hospitalized for an infection. The patient is expected to fully recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316700 model: sc-2316-70 serial: (B)(6). Batch: 7098959 UDI# (B)(4).